Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During the 15 day post-operative follow-up, apparent electrical irregularities were observed. During re-intervention, the physician realized that the pacemaker connector section is partially detached from the can, and there was associated blood infiltration. The pacing system was subsequently replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the 15 day post-operative follow-up, apparent electrical irregularities were observed. During re-intervention, the physician realized that the pacemaker connector section is partially detached from the can, and there was associated blood infiltration. The pacing system was subsequently replaced.